Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ewzl, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that for the first week after implant, stimulation worked well even when the patient was drinking water and diet soda. When she started using therapy, she was on program 2 at 2.7. The patient had a lack of therapeutic effect and problems with incontinence at night and when she ate and drank alcohol since implant. At dinner and when drinking alcohol, she felt the therapy wasn¿t working at all and it was a trigger for her. Increasing stimulation didn¿t seem to help symptoms. About a week after implant, the patient noticed a return of symptoms and a loss of therapeutic effect. The patient was good during the day but noticed incontinence when she went out and had two glasses of wine or beer. She was incontinent at night and had a particularly bad day on (B)(6) 2014. The patient tried increasing stimulation on her current program, but didn¿t see an improvement in symptoms. The following day, the patient changed the device from program 2 at 3.2 to program 3 at 3.7. She then decreased stimulation so it was between 3.4 and 3.5 because 3.7 was too intense. The patient had increased frequency and the cause of the event was unknown. The patient didn¿t require hospitalization and there was no patient injury. Four months later, the patient reported never having therapeutic effect and was having a problem with the implantable neurostimulator. It had been set at 2.7 but she found she needed it higher. The patient was at 3.6 volts, and when she went out she put it at 3.9 volts. Sometimes it worked, and sometimes she was in the bathroom every 10 minutes. The patient wasn¿t sure if she should go into the ¿4 point¿ range and felt it was a little uncomfortable when she increased the setting. If she kept stimulation at a comfortable level, it didn¿t work. The patient was on program 3 at 3.8 volts and opted to try program 4 at 2.6 volts. It was too high at 2.6 volts, so she lowered it to 2.3 volts. She had discomfort in her lower back that she hadn¿t experienced before, lowered stimulation to 2.1 volts, and it was comfortable. A couple months prior to (B)(6) 2015, the patient had a loss of therapeutic effect and there was no known event associated with the loss of therapy. Following the loss of therapy, the patient broke her hip and was told that breaking her hip did complicate therapy, but was not the cause of initial loss of therapy. The patient was also taking medication to help her symptoms.